Manufacturer narrative:
It was reported the system turned on and then stopped on (B)(6) 2018 and during that time a cooling water alarm presented.

Manufacturer narrative:
A field service repair/evaluation was done on 17jan-2019 and it was found that the cause of the reported issue was that the tygon tubing was pulled into the cooling pump rollers. The tubing was replaced, the rollers were cleaned and the console worked as normal. Device history record documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The complaint was verified as valid.

Event description:
A company representative reported that during pre-procedure testing on (B)(6) 2018, the cusaexcel2 (cusa excel with console 110v ac with footswitch) turned on and then stopped. There was no patient injury. Additional information was received that indicated the device was going to be used for a craniotomy to remove a tumor. The procedure was completed without the unit (an alternate unspecified device was used). It was later reported the device malfunction was found during setup and testing while the patient was under anesthesia. It caused about a 30 ¿ 45 minute delay in surgery until the physician could figure out an alternative solution for the tumor extraction. The procedure was completed as normal once the physician retrieved another type of device to extract the tumor.